Event description:
Caller states patient tested 3.0 inr on the coaguchek xs system while a comparison lab returned as 4.5 inr. Patient had been admitted to the ICU due to abdominal pain; no treatment information provided. No actions taken based on monitor results. No adverse event related to the device reported. Requested return of suspect system and replacement was sent.